Manufacturer narrative:
Device evaluation: ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported events related to a "crack/break" in the pump connection tube; however, product analysis identified a pump malfunction based on the functional test failure. This pump malfunction would directly affect the functionality of the device and is therefore concluded as the most probable cause of the reported events.

Event description:
It was reported that due to the device not working properly the patient had his inflatable penile prosthesis (ipp) pump explanted. It was explained that the patient visited the hospital 2 weeks before this surgery, and as a result of a test, the pump connection tube was shown to be cracked. Due to this, the pump was replaced. The patient is stable after this surgery.